Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side rupture. Device has been explanted.

Manufacturer narrative:
Clarification to b3 date of event: partial date 2024, reported as "1 year ago". Clarification to g2 report source: patient's explanting physician is in colombia. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device has been explanted and discarded. Healthcare professional reported "patient presented strong pain in the right breast, which did not get better with the administration of analgesics".